Manufacturer narrative:
No further information was able to be obtained from this customer. The customer returned their laser probe for evaluation. The laser probe was received for evaluation. A visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample met specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number information has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a combination cataract and vitrectomy surgery, an ophthalmic laser probe could not be inserted into the trocar. An alternate laser probe was obtained in order to complete the surgery. There was no patient harm.